Event description:
Additional information was received indicating that there was no allegation against the handpiece, and when they tried a different blade with the reported handpiece, no issue was observed with the other blade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery, the blade shook when it was inserted into the handpiece. The procedure was completed with a backup product. There was no patient impact.

Manufacturer narrative:
E: initial reporter details has been updated. H3: product analysis found that visually, the inner shaft was bent distal to the inner hub upon return. There was no damage to the distal tip and no loose components. There was a brownish residue on the outside diameter of the shaft near the tip. Under magnification, there were striations on the proximal end of the outside diameter of the shaft. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating up to 7500rpm excessive wobbling was observed. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied fdm b17, fdr c20, fdc d16, imf f2601 and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.